Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient had whiplash-type injury in the neck caused by carrying the monitor around the neck. The patient received a shot in the neck from the hospital. The outcome of the injury is unknown.